Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set leaked; further described as "leaking upon initial drain at the top of the drain bag where the tubing connects to the bag" and "fluid on the floor". This was observed during the initial drain step of continuous ambulatory peritoneal dialysis (capd) therapy; the device was clamped and disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted an insufficient port seal and black particulate matter (pm) was observed. Functional testing including clear passage and clamp function tests were performed with no issues noted. Leak testing identified a leak at the port seal were the pm was located. The reported condition was verified. The cause of the leak was due to an insufficient port seal and the black pm which was residual from an arc during the radio frequency welding process, which occurred during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.